Manufacturer narrative:
One ensite velocity¿ navlink module was received for analysis. Visual inspection of the returned product confirmed all input and output connectors were free of physical damage and all labeling was correctly oriented. Functional testing performed verified circuit integrity on all channels during the evaluation period. The field reported event was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturer ref: 2184149-2021-00364. During an atrial fibrillation procedure, due to a catheter display issue, the procedure was cancelled. The coronary sinus catheter displayed incorrectly and appeared kinked on the mapping system. Multiple troubleshooting efforts were conducted to no resolve and the procedure was cancelled with no adverse consequences to the patient. During further troubleshooting following the procedure, the navlink and recordconnect were exchanged and the catheter display issue was resolved.